Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) ((B)(4)) . It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The 25mm navitor valve was re-sheathed twice during procedure due to being deployed too high. There were no difficulties in deploying or retracting the valve during the procedure. Pacing of less than 120 beats per minute was performed for valve stabilization during deployment of the 25mm navitor valve. All three retainers released prior to the removal of the delivery system. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. Post-implant transesophageal echocardiogram and angiogram detected a mild perivalvular leak. The final non-coronary cusp implant depth was 3.74mm and the final left coronary cusp implant depth was 4.70mm. Post-procedure it was also noted while in the intensive monitoring room that the patient developed a third degree atrioventricular block. Continuous monitoring via electrocardiogram confirmed the onset of the third degree atrioventricular block. It was noted that there was mild calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, it was noted that the patient began to experience retrosternal chest pain. The decision was made to implant a non-abbott dual chamber permanent pacemaker. The patient was also administered paracetamol. There was no intervention performed for the patient's perivalvular leak. The cause of the patient's third degree atrioventricular block is attributed to the implant procedure and the 25mm navitor valve. The cause of the patient's chest pain is uncertain. The cause of the perivalvular leak is attributed to the presence of mild calcium affecting expansion, but there was sufficient to allow sealing. The patient was in good condition and discharged at the time of report.

Manufacturer narrative:
An event of paravalvular leak, atrioventricular block, calcification, chest pain post implant was reported. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was noted that perivalvular leak was due to the presence of mild calcium affecting expansion, but there was sufficient to allow sealing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. All information was investigated, and the reported event appears to be related to implant procedure which caused third degree atrioventricular block. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6) ((B)(6)) it was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The 25mm navitor valve was re-sheathed twice during procedure due to being deployed too high. There were no difficulties in deploying or retracting the valve during the procedure. Pacing of less than 120 beats per minute was performed for valve stabilization during deployment of the 25mm navitor valve. All three retainers released prior to the removal of the delivery system. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. Post-implant transesophageal echocardiogram and angiogram detected a mild perivalvular leak. The final non-coronary cusp implant depth was 3.74mm and the final left coronary cusp implant depth was 4.70mm. Post-procedure it was also noted while in the intensive monitoring room that the patient developed a third degree atrioventricular block. Continuous monitoring via electrocardiogram confirmed the onset of the third degree atrioventricular block. It was noted that there was mild calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, it was noted that the patient began to experience retrosternal chest pain. The decision was made to implant a non-abbott dual chamber permanent pacemaker. The patient was also administered paracetamol. There was no intervention performed for the patient's perivalvular leak. The cause of the patient's third degree atrioventricular block is attributed to the implant procedure and the 25mm navitor valve. The cause of the patient's chest pain is uncertain. The cause of the perivalvular leak is attributed to the presence of mild calcium affecting expansion, but there was sufficient to allow sealing. The patient was in good condition and discharged at the time of report. Clinical information: (B)(6) - vantage, patient site ID: (B)(6) ((B)(6)) subsequent to the previously filed report, it was reported that 5 days post procedure, the patient began having reduced motor and cognitive performance. On (B)(6)2024, the patient had a neurological exam as there had only been slow improvement of these symptoms. A computed tomography (CT) scan showed chronic ischemic vascular leukoencephalopathy. No treatment was required. On (B)(6)2024, the patient had a left bundle branch block on electrocardiogram (ECG). No treatment was required.

Manufacturer narrative:
An event of paravalvular leak, atrioventricular block, calcification, chest pain post implant and left bundle branch block was reported. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was noted that perivalvular leak was due to the presence of mild calcium affecting expansion, but there was sufficient to allow sealing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. All information was investigated, and the reported event appears to be related to implant procedure which caused third degree atrioventricular block. There is no indication of a product issue with respect to manufacture, design or labeling.